Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Event description:
N/a.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had autofill failures. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, b5, e1(event site email), e2, e3, g3, g4, g7, h2, h10, h11. Corrected fields: d5.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse found autofill failures in the logs. Fse was not able to reproduce the failure. The pressure regulator was found to be set at 343. The fse adjusted the pressure regulator. The fse then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had autofill failures. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.